Event description:
It was reported that stent damage occurred. The 95% stenosed, 33.5x37.5mm, eccentric, de novo target lesion contained >=90 degree bend and was located in the severely tortuous and severely calcified left anterior descending (lad). After a 6fr vl4 mach 1 guide catheter was placed, a 185 cm pt2 ms guide wire was advanced to cross the lesion. Predilation was performed with a 3.0x20 maverick balloon catheter and with a 1.5x20 non-bsc balloon catheter. Subsequently, a 24x2.75mm omega¿ stent was selected for use and advanced to treat the lesion. However, significant resistance was encountered and the stent failed to cross the lesion. The device was removed and the physician noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).